Manufacturer narrative:
Rpn: (B)(4). (B)(4). Initial was filed within the 30 day time frame regardless of corrected date. Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, quality control and visual inspection of the returned device was conducted during the investigation. Visual inspection of the returned product confirms the device fractured approximately 39.5cm distal of the fitting. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The description of the event states that the catheter was placed for drainage from (B)(6) 2016. Thirty-six (36) day dwell time exceeds the recommended use in the packaging insert. Based on the information provided, examination of the returned device and the results of our investigation, the root cause of the event is related to off-label use. We will continue to monitor for similar complaints. Per the risk assessment no further action is required.

Event description:
On (B)(6) 2016 the catheter was placed for drainage. On (B)(6) 2016, the catheter got separated at approximately 10cm from the tip. A segment remained in the patient, but was retrieved with forceps and other devices. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
On (B)(6) 2016 the catheter was placed for drainage. On (B)(6) 2016, the catheter got separated at approximately 10cm from the tip. A segment remained in the patient, but was retrieved with forceps and other devices. There have been no adverse effects to the patient reported.